Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo will be submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular system that during cardiopulmonary bypass surgery (30 minute pump run) the fraction of inspired oxygen (fio2) level had to be maintained at 100 percent to keep the partial pressure of oxygen (po2) at an acceptable level. Although the pt's age is unk, the case is assumed to be pediatric. No known consequences or impact to pt. Product was not changed out. Surgery was successful.